Event description:
During routine testing, the user found that the defibrillator would turn on, but the screen would lock up, and the unit would not function. There was no pt harm involved. Testing revealed a failed crystal(x1) on the mother board assembly(590329). The cause of the cyrstal failure could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.